Event description:
Boston scientific received information that this atrial lead had dislodged about two months after implant. No adverse patient effects were reported.

Manufacturer narrative:
The lead at that time was successfully repositioned and remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.